Event description:
On (B)(6) 2022, a patient (pt) in (B)(6) reported a diagnosis of conjunctivitis in both eyes (ou) while wearing 1-day acuvue® trueye® brand contact lenses (cls) in the past month. The pt sometimes works at a polluted site because of the pt¿s job. The pt thinks the ou event might be cl-related as this has not happened before. On (B)(6) 2022, a call was placed to the pt and additional information was received. The pt developed ou conjunctivitis symptoms while wearing cls in (B)(6) 2022 (exact date unknown) including discharge, foreign body sensation, and redness that persisted after cl removal. The pt went to an eye care professional (ecp), who provided a diagnosis of bacterial conjunctivitis and allergic conjunctivitis ou and prescribed levofloxacin ophthalmic solution and fluorometholone ophthalmic suspension (date of visit, prescription dosage and prescription frequency unknown). The pt was instructed to discontinue cl wear until symptoms subsided and to return to the ecp when prescribed eye drops were finished. The pt did not return to the clinic despite the instruction. The pt intends to return to the clinic when the prescribed eye drops are completed. The pt continues to experience ongoing foreign body sensation. On (B)(6) 2022, a call was placed to the pt who provided additional information. The pt has not yet returned to an ecp and has only been wearing spectacles. The pt reports both eyes are currently fine. On (B)(6) 2022, a call was placed to the pt and additional information was received. The pt may return to the clinic in the ¿next week or so.¿ no additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5376000106 was produced under normal conditions. This report is for the pt's left eye (os) event. The event for the pt's right eye (od) event will be submitted in a separate report. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.